Event description:
The nurse of a male patient contacted lifecor customer support to report that no lights will light up on the patient's battery charger. Support sent a patient services representative (psr) to the patient to replace the battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery chargerhas been completed. The reported problem was reproduced. The charger was defective when evaluated. The power brick was defective. The power brick was replaced. The battery charger was retested and restocked. The root cause of the defective power brick is unknown, but is likely random component failure. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.